Event description:
Caller tested 6.0 inr and 3.5 inr on the coaguchek xs system 1 while professional coaguchek xs system 2 returned as 3.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for coaguchek xs system 1. Reference medwatch with (B)(6) for coaguchek xs system 2.